Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 221 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck and cracks were observed. The sensor data in the initial scan from previous phase investigation was reviewed and he puck was observed to be in sensor state 8 (error termination). The returned sensor was attempted to be scanned on the evm (evaluation module) and the scan was failed. The damage was observed on the pcba is preventing the evm from communicating with the returned sensor thus smu (source meter unit), poise voltage and temperature test were unable to be conducted. Hpqe determined that the damage on the pcba, which occurred during de-casing, is the reason for the returned sensor being unable to scan. The damaged asic traces are preventing the evm and returned sensor from communicating thus further tests are unable to be conducted on the returned sensor therefore, this issue will be closed to unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.